Manufacturer narrative:
A ge service rep performed an on site investigation. The engineer refitted connections. The system was then found to be working as intended.

Event description:
The customer reported the system will not boot unless the leads are jiggled. No report of pt injury.